Manufacturer narrative:
Concomitant medical products: baxter secondary medication set lot r17e13045. The customer¿s report of error code 255-16-275 during an infusion was confirmed. Review of the pcu event log shows that at 9:44 am on (B)(6) 2017 an infusion of iron sucrose was started. Just prior to starting the infusion a safety clamp open alarm was generated momentarily. The user selected the pump module at 9:49 am and selected the restore key on the pcu. The user selected the start key on the pcu and the pcu alarmed with a system error that was recorded as an 800.8000 error code in the error log. Testing was performed and the error event was duplicated. The pcu displayed the error code 255-16-275 which is recorded in the error log as an 800.8000 error code. The root cause is a software issue related to the user performing rapid actions of closing the door and generating a safety clamp open alarm while starting the infusion. When a system error occurs, all active modules will continue to infuse, but in an alarm state.

Event description:
The customer reported that an infusion of iron sucrose was programmed to infuse at 230 ml/hr for 30 minutes and when the rn selected start the pcu did not display the infusion however the drip chamber was dripping. When the lvp was selected the rate and volume were listed on the pcu but when restore was selected the system displayed error code 255-16-275. There was no patient harm.